Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said they were getting shocks and didn't know why. The patient said it almost felt like it was in their lower back. The patient was not sure if the shocking sensation was being caused by the device. The agent reviewed how to change programs. The patient changed programs and will monitor sensation. The patient said the sensation started suddenly a couple days ago.